Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt's md contacted animas alleging that the pump was incorrectly calculating correction dosages per ezmanager download reports. The customer service rep (csr) requested; however, was unable to obtain the specific examples of the miscalculations the pump allegedly made. The csr spoke with the pt's mother and obtained the following info. The pt's mother reported that for the past couple of months, the pt's blood glucose has been high, sometimes greater than 600 mg/dl. The pt's mother claimed the pt has had stomachaches, headaches and tested positive for ketones at times. The pt's mother denied that the pt developed symptoms of nausea, vomiting, chest pain or shortness of breath. There was no mention of medical treatment. At the time of troubleshooting, it was confirmed that the date and time were set correctly on the pump. Confirmed all connections were secure, no leakage or bubbles visible, pt using insulin that appeared in good condition and within expiration date. When reviewing pump history confirmed no missed or cancelled boluses, pump not suspended, bolus settings correct, basal history matched current basal rates. Pt's mon denied having any difficulties with infusion sets or cartridges.